Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission observed the right ventricular (rv) lead with t-wave oversensing (twos), post ventricular pacing. The twos cut the patient's heart rate in half which resulting in a heart rate of 43 beats per minute, and pacing that was below the lower rate of the implantable cardioverter defibrillator (ICD) device. Reprogramming was performed for rv lead polarity, and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.